Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient with a neurostimulator. Information was reported that a patient was implanted with a temporary neurostimulator device today. The patient stated that therapy just stopped working (B)(6) 2017. When checking the device with the patient programmer it showed that stimulation was off. It was reviewed with the patient how to turn the stimulation back on. The issue was resolved. No further complications reported. No additional patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient indicated that the trial/device just did not take care of the pain he had. Trail was considered unsuccessful. There was nothing wrong with the devices. No further patient symptoms or complications were reported.